Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) which resolved the customer reported issue. The ventilator passed self-testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a black screen. It was reported, the black screen was noticed while testing the ventilator in preparation for patient use. There was no report of a patient being on the ventilator at the time the event occurred. The date of the event is unknown.